Event description:
It was reported that during a distal resection of the stomach, the surgeon used the cartridge to do a subtotal gastrectomy and found that staples were malformed after firing. The patient lost around 100cc blood. The surgeon used hand sewing to pin up the tissue. Now the patient is fine now. As the patient had the (B)(6), the sample was discarded. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: did the patient receive a blood transfusion? No. How was the patient impacted due to the event? The patient lost blood and the whole procedure was delayed which caused the patient accepted more anesthetic a review of the manufacturing records was performed and no non conformance reports were found with lot and batch number identified within this complaint file.